Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incorrect device serial number was assigned to the patient in the remote monitoring network. The issue will be corrected. The network remains in use. There was no patient involvement.